Manufacturer narrative:
Follow-up submitted as further investigation determined the fowler being stuck in an elevated position was also due a fowler weldment and fowler ball screw being broken.

Event description:
It was reported via repair work order that the fowler was stuck in the up position due to a broken skoocher weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler was stuck in the up position due to skoocher weldment, fowler weldment and fowler ball screw being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.